Event description:
According to the reporter: during preparation for surgery, the device broke. It was not used for a pt. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).